Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
No product was returned for evaluation, but the device log was sent to zoll for review. We were unable to evaluate the shock / no shock advised determination based on the provided data. We were unable to verify the customer report but can see some artifcat in the ECG waveform which may have affected the decision. The device has been put back into service. Analysis of reports of this type has not identified an increase in trend.